Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure when the mesh was implanted? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? When was the ¿previous excision of vaginal portion¿ for exposure performed? Provide surgical findings? Was the pain resolved after partial excision? Was the device removed on (B)(6) 2019? If so, please provide details/surgical findings of the re-operation. What was a reason for the device removal? Was any deficiency or anomaly of the mesh? If yes, please describe it. Other relevant patient history/concomitant medications? Product code and lot number? If applicable, will product be returned? Please provide a return date, tracking information? What is a physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced pain in groin. The patient underwent an excision of vaginal portion due to exposure and on (B)(6) 2019 had to undergo surgery for complete removal of mesh. Additional information has been requested.